Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001. Product type: programmer, patient: product ID 3887-33, lot# j0120756v, implanted: (B)(6) 2001. Product type: lead: product ID 3887, lot# j0120756v, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Event description:
It was reported that a patient was going to have a lead revision because they were not getting back coverage. It was unknown the patient was going to have other components replaced as well. Less than a week later it was reported that the patient had new leads implanted. The old leads had migrated which was confirmed via x-ray. It was stated that post-operation the patient was "getting great coverage and was happy." No further information was provided.